Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 balloon tore on btt port. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the btt and balloon. A visible lateral tear was observed on the balloon. An inflation test was not conducted due to the size of the tear. No other visible defects were observed. Based on the return condition of the device, the reported failure "torn material" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. There were no non-conformities observed in the device lot.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 balloon tore on btt port. A replacement device was used to complete the procedure. The hospital did not report any patient effects.